Event description:
(B)(4).

Manufacturer narrative:
Document review: amistem h cementless femoral stem size 5 std: ref. 01.18.135 / lot 112376 ((B)(4) stems produced): all parameters were found to be in accordance with the specifications valid at the time of manufacturing. The washing cycle was run according to specifications and no alarm or deviation occurred during operation. The sterilization cycle was performed according to specifications valid at the time of production. The (B)(4) stems of this lot have been already implanted without any similar event. From the data collected, there are no evidences that the event is device related.